Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right ventricular failure. A review of the log file revealed no unusual events recorded in the log file event history. Additional information revealed that the patient passed away due to severe sepsis secondary to pseudomonas.

Manufacturer narrative:
Main investigation conclusion a specific cause for the reported infection, right ventricular failure, and subsequent patient outcome and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The submitted log files captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. No atypical events were captured. The pump appeared to function as intended. The heartmate 3 lvas instructions for use (IFU) lists various forms of infection, sepsis, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 01jun2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient experienced fever and fatigue prior to admission. The patient's right ventricle function was the same from baseline prior to the left ventricular assist device. The patient had worsening chronic heart failure prior to death but it was not believed to be contributory, the patient was treated with medication management and transitioned to hospice comfort care prior to death.